Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by healthcare professional, "nurse has a patient with powerpicc ft 5f dl ck000671 regv3387. She states it is clotted and they want to use alteplase and need the pv of the catheter. Nurse was informed the total length of this catheter prior to cutdown is 55cm with pv of 0.56 ml for each lumen. Informed that she will need to find out what the catheter was cutdown to and calculate the current pv."